Event description:
It was reported that the syringe tip broke off in the extension tubing when the medication was changed. The customer stated there was no patient harm as a result of this event.

Manufacturer narrative:
The customer's report that the syringe tip broke off in the extension tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Inspection observed a broken syringe¿s male luer tip was lodged within the extension set's female luer end. Clear fluid was also observed in the tubing throughout the set. Closer inspection under a lab microscope observed signs of stress marks on the surfaces of the syringe breakage. However, no breakage or anomalies were observed on the extension set model me2017. Functional testing could not be performed due to the breakage of the syringe¿s male luer tip lodged inside the extension set¿s female luer. The root cause that the syringe tip broke off in the extension tubing was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the syringe tip broke off in the extension tubing when the medication was changed . The customer states there was no patient harm.